Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay and missing display window/cover. Unit was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and they tried to press the center button but the screen wont come on. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that block mode was inactive. Customer stated the all buttons were responding now. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.